Event description:
The customer reported that the system displayed a filament regulator error message.

Manufacturer narrative:
Filament regulator error message. The ge service rep ran a filament calibration, ran system at multiple durations with no issues after calibration. The system is operating as intended.